Event description:
Customer reported blood glucose results of 324 mg/dl and 140mg/dl within 10 minutes on aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips from aviva system not available for return, replacement was sent.